Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
When a 7mm4cm 80 powerflex pro was delivered to the severely calcified lesion in the iliac artery and inflated, it ruptured within its rated burst pressure. There was no patient injury and the device will be returned for analysis.

Manufacturer narrative:
When a 7x40mm 80cm powerflex pro percutaneous transluminal angioplasty (pta) was delivered to the severely calcified lesion in the iliac artery and inflated, it ruptured within its rated burst pressure. There was no patient injury. The device was not returned for analysis. A device history record (DHR) review of lot 17730854 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severely calcified) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information was received that there were no kinks or other damages noted prior to inserting the product the product into the patient and the device prepped normally. No additional information is available. When a 7x40mm 80cm powerflex pro percutaneous transluminal angioplasty (pta) was delivered to the severely calcified lesion in the iliac artery and inflated, it ruptured within its rated burst pressure. There was no patient injury. Additional information was received that there were no kinks or other damages noted prior to inserting the product the product into the patient and the device prepped normally. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17730854 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severely calcified) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.